Event description:
Boston scientific crm received information that this right ventricular (rv) lead was attempted to be implanted. The physician realized this patient has an issue with his/her left superior vena cava. He tried to position this lead in the right ventricle, but due to the patient's anatomy was very difficult. After several attempts, the helix would not extend properly. The physician then elected to try implanting a new rv lead, but was unsuccessful due to a pocket hematoma. The implant procedure was cancelled, and was rescheduled for the near future. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned. The lead body was twisted, which is indicative of overtorque applied to extending/retracting mechanism. The rate/sense (rs) polytetrafluoroethylene (ptfe) was bunched in multiple places, and the lead body was stretched and curled. It appears that the lead was pulled with force and then let go. This lead failed the continuity test. An x-ray of the device terminal end revealed that the rs conductor coil was constricted, bound up and fractured from over torque under the anode ring. Blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty.